Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter strut detached, perforated into the organs, and tilted and embedded within the wall of the ivc. Furthermore, it was alleged that the detached filter strut is retained in the lower lobe of the left lung. The patient allegedly experienced chest pain. The device has been removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post ivc deployment, CT demonstrated the filter tip directed slightly anterior, with two of the medial legs penetrating the wall and extended beyond the inferior vena cava. Approximately four years post deployment the filter was successfully removed in a complex retrieval procedure, during which gentle dissection was used to dislodge the embedded filter hook. Post retrieval venography demonstrated embolization of one arm fragment into the left lower lobe of the lung; this was left in place. Therefore, the investigation can be confirmed for perforation of the ivc, retrieval difficulties and limb detachment. However, the investigation is inconclusive for filter tilt as there is no clear evidence to confirm for filter tilt as it reported that the filter tip directed "slightly" anterior. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: filter removal remove the eclipse® filter using an intravascular snare or the recover y cone® removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2015); (09/2012), (device: 1528).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a patient underwent deployment of an ivc filter secondary to hypercoagulable syndrome secondary to protein s deficiency, recurrent dvt of the left leg with acute vaginal bleeding for which anticoagulants were contraindicated. The venacava filter was inserted through the right internal jugular vein after an attempt to place via the right common femoral approach. The filter was successfully placed at the level of l3. A post venogram showed a patent inferior vena cava filter in the infrarenal space in satisfactory position. Approximately three years post ivc deployment, a CT venogram demonstrated the vena cava filter was in the infrarenal cava and fairly centered with the tip directed slightly anterior, patent vena cava, no clots, with two of the medial legs penetrating the wall and extended beyond the inferior vena cava. Approximately four years post filter deployment, the filter was successfully removed in a complex retrieval procedure using rigid forceps and outer sheath as it was determined to no longer be needed. Post retrieval venography demonstrated embolization of one arm fragment into the left lower lobe of the lung; this was left in place. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post ivc deployment, CT demonstrated the filter tip directed slightly anterior, with two of the medial legs penetrating the wall and extended beyond the inferior vena cava. Approximately four years post deployment the filter was successfully removed in a complex retrieval procedure, during which gentle dissection was used to dislodge the embedded filter hook. Post retrieval venography demonstrated embolization of one arm fragment into the left lower lobe of the lung; this was left in place. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2015; manufacture date: (09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter strut detached, perforated into the organs, and tilted and embedded within the wall of the ivc. Furthermore, it was alleged that the detached filter strut is retained in the lower lobe of the left lung. The patient allegedly experienced chest pain. The device has been removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post ivc deployment, CT demonstrated the filter tip directed slightly anterior, with two of the medial legs penetrating the wall and extended beyond the inferior vena cava. Approximately four years post deployment the filter was successfully removed in a complex retrieval procedure, during which gentle dissection was used to dislodge the embedded filter hook. Post retrieval venography demonstrated embolization of one arm fragment into the left lower lobe of the lung; this was left in place. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: filter removal remove the eclipse® filter using an intravascular snare or the recover y cone® removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter strut detached, perforated into the organs, and tilted and embedded within the wall of the ivc. Furthermore, it was alleged that the detached filter strut is retained in the lower lobe of the left lung. The patient allegedly experienced chest pain. The device has been removed. The current status of the patient is unknown.